Manufacturer narrative:
The pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. Unable to prime during the prime alarm test due to a faulty force sensor. Unable to confirm excessive no delivery alarms due to the prime anomaly.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.